Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 3052590. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that black foreign matter was found in the bd intima-ii¿ closed IV catheter system fluid path during use. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized in our department on (B)(6) 2023. Due to the need for intravenous infusion therapy, a small black foreign body was found at the white isolation plug of the indwelling needle when it was taken out before puncture. On (B)(6) 2023, the venous indwelling needle was replaced again, and the venipuncture process went smoothly. The outer packaging of the product is not damaged, and the foreign matter is located at the connection between the soft sleeve and the extension tube, within the flow path of the liquid."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd intima-ii¿ closed IV catheter system fluid path during use. The following information was provided by the initial reporter, translated from chinese: "the patient was hospitalized in our department on (B)(6) 2023. Due to the need for intravenous infusion therapy, a small black foreign body was found at the white isolation plug of the indwelling needle when it was taken out before puncture. On (B)(6) 2023, the venous indwelling needle was replaced again, and the venipuncture process went smoothly... The outer packaging of the product is not damaged, and the foreign matter is located at the connection between the soft sleeve and the extension tube, within the flow path of the liquid."